Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter - emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient stated that the alleged inaccuracy began on (B)(6) around 8am when she obtained alleged glucose result of ¿95mg/dl¿ on the subject meter compared to 31mg/dl on the ems meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and stated that she increased her usual dose by 500mg as a result of the alleged product issue. The patient stated that on an unspecified time after the alleged product issue began she developed symptoms of ¿out of it, and could not recall her own name¿. The patient reported that she was treated by a health care professional (hcp) with unknown IV fluids and was taken to hospital. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The correct testing steps were carried out and the test strips had been stored correctly and had not expired. The test strip vial was not cracked or broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.